Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to high pacing thresholds, oversensing, and high out-of-range pace impedance measurements greater than 2,000 ohms. Lead fracture was suspected due to this behavior, but could not be confirmed via fluoroscopy. It was noted that the patient does not pace in the atrium, and no additional adverse patient effects were reported.